Event description:
During a bedside thoracentesis, the wang pleural tapping needle kit components kit was used. The catheter with the needle introducer could not be safely attached to the 60ml luer lock syringe because the metal needle portion was not attached to the red luer device.